Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure. The access site was confirmed in the common femoral artery. It was reported that the perclose device was inserted and deployed in a "normal" fashion. In the attempt to retract the device, the device could not be removed. The site was visualized under fluoroscopy and it was discovered that the guide was fractured and the sheath appeared to be moving distally down the artery. A vascular surgeon was consulted. The patient was taken to surgery for sheath removal. It was reported that the perclose device was present in the right groin area with some bleeding and an expanding hematoma noted. The surgeon reported that the proximal guide of the perclose device seemed to be imbedded in the right superficial femoral artery and the sheath extended further in the distal superficial femoral artery. A vertical incision was made and both parts were extracted. The superficial femoral artery was repaired patient received 3 units of packed red blood cells for a low hemoglobin result. The patient was discharged home in 2003 and is doing "fine".